Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded escape and act keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, after pump was exposed to moisture. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.